Event description:
The customer reported that this central nurse's station (cns) lost a display, the device is dual display. There was no patient injury reported.

Manufacturer narrative:
The customer reported that this central nurse's station (cns) lost a display, the device is dual display. The customer wanted to know the correct resolution. The customer was aware that this unit is out of support. Technical support (ts) provided the customer with the resolution (1920x1200) for a new gui and provided the resolution (1280x1024) for the old gui as he was uncertain of which gui is installed. The customer was able to get all 32 beds into a single monitor. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 03/04/2026 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Attempt # 2: 03/06/2026 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Attempt # 3: 03/16/2026 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information.